Manufacturer narrative:
(B)(4).

Event description:
The physician reported that in order to perform a cardioversion (100 joules), the electrodes were positioned according to the recommendations in the pacemaker manual. However, the device did not pace for about 7 seconds after this cardioversion (a pause of 7 seconds was observed). Pacing was started again normally, but the device was in nominal mode.

Event description:
The physician reported that in order to perform a cardioversion (100 joules), the electrodes were positioned according to the recommendations in the pacemaker manual. However, the device did not pace for about 7 seconds after this cardioversion (a pause of 7 seconds was observed). Pacing was started again normally, but the device was in nominal mode.